Event description:
Per complaint (B)(4), cap is incorrectly labeled as part #: 835216. This malfunction was found internally.

Manufacturer narrative:
Follow-up submitted to report device evaluation. (B)(4).